Event description:
Getinge became aware of an issue with one of our table 116001d0 - or table column, manoeuvrable. As it was stated, while using the down function in the reverse trendelenburg position, the column rose several centimeters above the floor before suddenly dropping back down, striking the surgeon¿s foot. The injury sustained required surgical intervention. No other injuries were reported. We have decided to report the issue due to the serious injury sustained by the surgeon.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. D10 concomitant products: 115030d0 - modular universal table top s/n (B)(6). E1 initial reporter: (B)(6). E1 event site name: (B)(6) hospital.